Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, it was reported by a sales representative via sems (B)(4) that an ar-6480 dualwave pump was acting erratic. It wouldn't read the pressure correctly. The pump would not stop pumping fluid. The pump was taken from the room and replaced by a different pump. There was no patient harm reported. There was no additional information provided and additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. See vendor evaluation.